Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, after insertion of the trocar in the abdomen, there was an air leakage. Another device was used to complete the procedure. There were no adverse consequences for the patient.